Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. Insulin pump primed properly. Insulin pump tested with liquid filled reservoir and no air bubbles anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston was not pushing correcting. The customer¿s blood glucose level was 208 mg/dl. Troubleshooting was not performed. The insulin pump will be returned for analysis.